Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report # 3004209178-2013-96249.

Event description:
The customer reported being in the emergency room due to low blood glucose of 37mg/dl. The customer stated that she was not disconnected while priming. The caller stated that the cause of her admission was leaking reservoir and over infusion of insulin. No further information was provided.